Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus)"), oophorectomy ("oophorectomy"), autoimmune disorder ("autoimmune reaction") and genital haemorrhage ("abnormal bleeding(general)/continuous bleeding") in a 29-year-old female patient who had essure (batch no. 626152) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (B)(6) 1996;(B)(6) 2001; (B)(6) 2007), gravida, papanicolaou smear normal on (B)(6) 2007, anxiety, tonsillectomy, penicillin allergy, cervical dysplasia and amniotic fluid volume decreased. Concurrent conditions included body mass index normal, irregular periods, gonorrhea, sulfonamide allergy, heavy cigarette smoker (smoke approxim2tely 5 to 7), dysuria, appendicitis, gallbladder disorder, nabothian cyst, dysfunctional uterine bleeding and vulvar dysplasia. Family history included ovarian cancer. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction/ allergic or hypersensitivity reaction type:"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). On (B)(6) 2010, 2 years 3 months after insertion of essure, the patient underwent oophorectomy (seriousness criterion medically significant). In 2010, the patient experienced mood altered ("mood changes") and hot flush ("hot flashes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), infection ("infections"), menstrual disorder ("menstruation issues"), abdominal pain lower ("cramping"), cystitis ("bladder infection"), urinary tract infection ("ureinary tract infection"), vaginal infection ("vaginal infection"), weight increased ("weight gain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with antibiotics, paracetamol (acetaminophen), nsaid's, surgery (underwent laparoscopic (B)(6) 2009 total hysterectomy and bilateral salpingectomy (B)(6) 2010) and surgery (underwent oophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, oophorectomy, autoimmune disorder, hypersensitivity, dyspareunia, infection, menstrual disorder, abdominal pain lower, fatigue, mood altered, hot flush, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, weight increased, bladder disorder, urinary tract disorder, dysmenorrhoea and female sexual dysfunction outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain lower, autoimmune disorder, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, mood altered, nausea, oophorectomy, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. In 2008, dye test showed allergic reaction to the dye (B)(6) 2009,final pathologics dignosis done,benign cervical mucosa with multiple small nabothian cysts. No evidence of dysplasia or malignancy.fallopian tube mucosa with no evidence of malignacy. Uterus was normal size. Both fallopian tubes and ovaries were grossly within normal limits. The anterior cul desac appeared normal. No evidence of adhesions or endometriosis. Posterior cul-de-sac appeared normal as well with uterosacral ligaments appearing normal. Normal appearing appendix. On (B)(6) 2010, oophorectomy (one side removal of ovary right) was performed. On (B)(6) 2009. Type of test: hysterosalpingogram (hsg) result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus)"), oophorectomy ("oophorectomy"), autoimmune disorder ("autoimmune reaction") and genital haemorrhage ("abnormal bleeding(general)/continuous bleeding") in a 27-year-old female patient who had essure (batch no: 626152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (on (B)(6) 1996; on (B)(6) 2001; on (B)(6) 2007), gravida, papanicolaou smear normal on (B)(6) 2007, anxiety, tonsillectomy, penicillin allergy, cervical dysplasia and amniotic fluid volume decreased. Concurrent conditions included body mass index normal, irregular periods, gonorrhea, sulfonamide allergy, heavy cigarette smoker (smoke approximately 5 to 7), dysuria, appendicitis, gallbladder disorder, nabothian cyst, dysfunctional uterine bleeding and vulvar dysplasia. Family history included ovarian cancer. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced fatigue ("fatigue") and migraine ("migraines"). On (B)(6) 2008, the patient experienced headache ("headaches"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction/ allergic or hypersensitivity reaction type:"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced hot flush ("hot flashes") and mood swings ("mood swings"). In january 2010, the patient experienced mood altered ("mood changes"). On (B)(6) 2010, the patient underwent oophorectomy (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, autoimmune disorder (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstruation issues"), abdominal pain lower ("cramping /left lower quadrant pain"), cystitis ("bladder infection"), urinary tract infection ("ureinary tract infection") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, nsaids, paracetamol (acetaminophen) and surgery (on (B)(6) 2009 underwent laparoscopic total hysterectomy and bilateral salpingectomy on (B)(6) 2010 and underwent oophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, oophorectomy, autoimmune disorder, hypersensitivity, dyspareunia, infection, menstrual disorder, fatigue, mood altered, hot flush, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, weight increased, bladder disorder, urinary tract disorder, dysmenorrhoea, female sexual dysfunction, depression, anxiety and mood swings outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, autoimmune disorder, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, mood altered, mood swings, nausea, oophorectomy, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: abdominal pain stopped a few weeks after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. In 2008, dye test showed allergic reaction to the dye on (B)(6) 2009, final pathologics dignosis done,benign cervical mucosa with multiple small nabothian cysts. No evidence of dysplasia or malignancy. Fallopian tube mucosa with no evidence of malignacy. Uterus was normal size. Both fallopian tubes and ovaries were grossly within normal limits. The anterior cul desac appeared normal. No evidence of adhesions or endometriosis. Posterior cul-de-sac appeared normal as well with uterosacral ligaments appearing normal. Normal appearing appendix on (B)(6) 2010, oophorectomy (one side removal of ovary right) was performed. On (B)(6) 2009 type of test: hysterosalpingogram (hsg). Result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: pfs received. Reporter's information was added. New event mood swing was added. Outcome of event (pain) was updated. Lab data was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus)"), oophorectomy ("oophorectomy"), autoimmune disorder ("autoimmune reaction") and genital haemorrhage ("abnormal bleeding(general)/continuous bleeding") in a 29-year-old female patient who had essure (batch no. 626152) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (B)(6) 1996; (B)(6) 2001; (B)(6)2007), gravida, papanicolaou smear normal on (B)(6) 2007, anxiety, tonsillectomy, penicillin allergy, cervical dysplasia and amniotic fluid volume decreased. Concurrent conditions included body mass index normal, irregular periods, gonorrhea, sulfonamide allergy, heavy cigarette smoker (smoke approxim2tely 5 to 7), dysuria, appendicitis, gallbladder disorder, nabothian cyst, dysfunctional uterine bleeding and vulvar dysplasia. Family history included ovarian cancer. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction/ allergic or hypersensitivity reaction type:"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced mood altered ("mood changes") and hot flush ("hot flashes"). On (B)(6)2010, 2 years 3 months after insertion of essure, the patient underwent oophorectomy (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, autoimmune disorder (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstruation issues"), abdominal pain lower ("cramping"), cystitis ("bladder infection"), urinary tract infection ("ureinary tract infection"), vaginal infection ("vaginal infection") and weight increased ("weight gain"). The patient was treated with antibiotics, paracetamol (acetaminophen), nsaid's, surgery (underwent laparoscopic (B)(6) 2009 total hysterectomy and bilateral salpingectomy (B)(6) 2010) and surgery (underwent oophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, oophorectomy, autoimmune disorder, hypersensitivity, dyspareunia, infection, menstrual disorder, abdominal pain lower, fatigue, mood altered, hot flush, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, weight increased, bladder disorder, urinary tract disorder, dysmenorrhoea, female sexual dysfunction, depression and anxiety outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, anxiety, autoimmune disorder, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, mood altered, nausea, oophorectomy, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: abdominal pain stopped a few weeks after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. In 2008, dye test showed allergic reaction to the dye (B)(6) 2009,final pathologics dignosis done,benign cervical mucosa with multiple small nabothian cysts. No evidence of dysplasia or malignancy. Fallopian tube mucosa with no evidence of malignancy. Uterus was normal size. Both fallopian tubes and ovaries were grossly within normal limits. The anterior cul desac appeared normal. No evidence of adhesions or endometriosis. Posterior cul-de-sac appeared normal as well with uterosacral ligaments appearing normal. Normal appearing appendix on (B)(6) 2010, oophorectomy (one side removal of ovary right) was performed. On (B)(6) 2009 type of test: hysterosalpingogram (hsg) result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received, event added are as follows- depression and mental anguish. Events onset date added. Event outcome added for event menorrhagia, vaginal bleeding, and genital bleeding. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus)"), oophorectomy ("oophorectomy"), autoimmune disorder ("autoimmune reaction") and genital haemorrhage ("abnormal bleeding(general)/continuous bleeding") in a 29-year-old female patient who had essure (batch no. 626152) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (B)(6) 1996; (B)(6) 2001; (B)(6) 2007, gravida, papanicolaou smear normal on (B)(6) 2007, anxiety, tonsillectomy, penicillin allergy, cervical dysplasia and amniotic fluid volume decreased. Concurrent conditions included body mass index normal, irregular periods, gonorrhea, sulfonamide allergy, heavy cigarette smoker (smoke approxim2tely 5 to 7), dysuria, appendicitis, gallbladder disorder, nabothian cyst, dysfunctional uterine bleeding and vulvar dysplasia. Family history included ovarian cancer. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction/ allergic or hypersensitivity reaction type:"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). On (B)(6) 2010, 2 years 3 months after insertion of essure, the patient underwent oophorectomy (seriousness criterion medically significant). In 2010, the patient experienced mood altered ("mood changes") and hot flush ("hot flashes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), infection ("infections"), menstrual disorder ("menstruation issues"), abdominal pain lower ("cramping"), cystitis ("bladder infection"), urinary tract infection ("ureinary tract infection"), vaginal infection ("vaginal infection"), weight increased ("weight gain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with antibiotics, paracetamol (acetaminophen), nsaid's, surgery (underwent laparoscopic (B)(6) 2009 total hysterectomy and bilateral salpingectomy (B)(6) 2010) and surgery (underwent oophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, oophorectomy, autoimmune disorder, hypersensitivity, dyspareunia, infection, menstrual disorder, abdominal pain lower, fatigue, mood altered, hot flush, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, weight increased, bladder disorder, urinary tract disorder, dysmenorrhoea and female sexual dysfunction outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain lower, autoimmune disorder, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, mood altered, nausea, oophorectomy, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. In 2008, dye test showed allergic reaction to the dye (B)(6) 2009,final pathologics dignosis done,benign cervical mucosa with multiple small nabothian cysts. No evidence of dysplasia or malignancy.fallopian tube mucosa with no evidence of malignacy. Uterus was normal size. Both fallopian tubes and ovaries were grossly within normal limits. The anterior cul desac appeared normal. No evidence of adhesions or endometriosis. Posterior cul-de-sac appeared normal as well with uterosacral ligaments appearing normal. Normal appearing appendix on (B)(6) 2010, oophorectomy (one side removal of ovary right) was performed. On (B)(6) 2009 type of test: hysterosalpingogram (hsg) result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New event apareunia (inability to have sexual intercourse) were added. Pain and bleeding decreased after removal. Lab data and treatment drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus)') and oophorectomy ('oophorectomy') in a 27-year-old female patient who had essure (batch no. 626152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included papanicolaou smear normal on (B)(6) 2007, multigravida, parity 3 (B)(6) 1996; (B)(6) 2001; (B)(6) 2007), gravida, anxiety, tonsillectomy, penicillin allergy, cervical dysplasia and amniotic fluid volume decreased. In 2008, dye test showed allergic reaction to the dye. On (B)(6) 2010, oophorectomy (one side removal of ovary right) was performed. Concurrent conditions included body mass index normal, irregular periods, gonorrhea, sulfonamide allergy, heavy cigarette smoker (smoke approximately 5 to 7), dysuria, appendicitis, gallbladder disorder, nabothian cyst, dysfunctional uterine bleeding and vulvar dysplasia. Family history included ovarian cancer. Concomitant products included doxepin since 2008 for anxiety and depression, sertraline hydrochloride (zoloft) since 2008 for depression and anxiety as well as oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced fatigue ("fatigue") and migraine ("migraines"). On (B)(6) 2008, the patient experienced headache ("headaches"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). In 2008, the patient experienced genital haemorrhage ("abnormal bleeding(general)/continuous bleeding"), hypersensitivity ("allergic reaction/ allergic or hypersensitivity reaction type:"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced hot flush ("hot flashes") and mood swings ("mood swings"). In (B)(6) 2010, the patient experienced mood altered ("mood changes"). On (B)(6) 2010, the patient underwent oophorectomy (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, autoimmune disorder ("autoimmune reaction"), infection ("infections"), menstrual disorder ("menstruation issues"), abdominal pain lower ("cramping /left lower quadrant pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, nsaids, paracetamol (acetaminophen) and surgery (on (B)(6) 2009 underwent laparoscopic total hysterectomy and bilateral salpingectomy (B)(6) 2010 and underwent oophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, oophorectomy, autoimmune disorder, dyspareunia, infection, menstrual disorder, fatigue, mood altered, hot flush, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, weight increased, dysmenorrhoea, female sexual dysfunction, depression, anxiety and mood swings outcome was unknown and the genital haemorrhage, hypersensitivity, vaginal haemorrhage, menorrhagia, abdominal pain lower, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain lower, anxiety, autoimmune disorder, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, mood altered, mood swings, nausea, oophorectomy, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: abdominal pain stopped a few weeks after removal. Patient received treatment pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pathology test - on (B)(6) 2009: benign cervical mucosa with multiple small nabothian cysts. No evidence of dysplasia or malignancy. Fallopian tube mucosa with no evidence of malignancy. Uterus was normal size. Both fallopian tubes and ovaries were grossly within normal limits. The anterior cul desac appeared normal. No evidence of adhesions or endometriosis. Posterior cul-de-sac appeared normal as well with uterosacral ligaments appearing normal. Normal appearing appendix.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jun-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus)"), oophorectomy ("oophorectomy"), autoimmune disorder ("autoimmune reaction") and genital haemorrhage ("abnormal bleeding(general)/continuous bleeding") in an adult female patient who had essure (batch no. 626152) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1996; (B)(6) 2001; (B)(6) 2007), vaginal delivery, papanicolaou smear normal on (B)(6) 2007, anxiety, tonsillectomy, penicillin allergy, cervical dysplasia and amniotic fluid volume decreased. Concurrent conditions included body mass index normal, irregular periods, gonorrhea, sulfonamide allergy, heavy cigarette smoker (smoke approximately 5 to 7), dysuria, appendicitis, gallbladder disorder, nabothian cyst, dysfunctional uterine bleeding and vulvar dysplasia. Family history included ovarian cancer. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, oophorectomy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), dyspareunia ("dyspareunia/apareunia"), infection ("infections"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), abdominal pain lower ("cramping"), fatigue ("fatigue"), mood altered ("mood changes"), hot flush ("hot flashes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight increased ("weight gain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), dysmenorrhoea ("dysmenorrhea") and female sexual dysfunction ("apareunia"). The patient was treated with antibiotics, surgery (underwent laparoscopic total hysterectomy and bilateral salpingectomy) and surgery (underwent oophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, oophorectomy, autoimmune disorder, hypersensitivity, dyspareunia, infection, menstrual disorder, abdominal pain lower, fatigue, mood altered, hot flush, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, weight increased, bladder disorder, urinary tract disorder, dysmenorrhoea and female sexual dysfunction outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain lower, autoimmune disorder, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, mood altered, nausea, oophorectomy, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. In 2008, dye test showed allergic reaction to the dye (B)(6) 2009,final pathologics diagnosis done,benign cervical mucosa with multiple small nabothian cysts. No evidence of dysplasia or malignancy. Fallopian tube mucosa with no evidence of malignancy. Uterus was normal size. Both fallopian tubes and ovaries were grossly within normal limits. The anterior cul desac appeared normal. No evidence of adhesions or endometriosis. Posterior cul-de-sac appeared normal as well with uterosacral ligaments appearing normal. Normal appearing appendix most recent follow-up information incorporated above includes: on 26-feb-2018: pfs and medical record received: events event abdominal pain, abnormal vaginal bleeding, menorrhagia, abnormal bleeding(general),cramping, fatigue, hormonal changes, hot flashes, bladder infection, urinary tract infection, vaginal infection, migraines, headaches, nausea, weight gain, bladder problem, urinary problem, dysmenorrhea and oophorectomy was added from pfs. Concurrent condition, treatment drug, historical condition added. Lab data added. Reporters added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus)') and oophorectomy ('oophorectomy') in a 27-year-old female patient who had essure (batch no. 626152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included papanicolaou smear normal on (B)(6) 2007, multigravida, parity 3 (B)(6) 1996; (B)(6) 2001; (B)(6) 2007), gravida, anxiety, tonsillectomy, penicillin allergy, cervical dysplasia and amniotic fluid volume decreased. In 2008, dye test showed allergic reaction to the dye. On (B)(6) 2010, oophorectomy (one side removal of ovary right) was performed. Concurrent conditions included body mass index normal, irregular periods, gonorrhea, sulfonamide allergy, heavy cigarette smoker (smoke approximately 5 to 7), dysuria, appendicitis, gallbladder disorder, nabothian cyst, dysfunctional uterine bleeding and vulvar dysplasia. Family history included ovarian cancer. Concomitant products included doxepin since 2008 for anxiety and depression, sertraline hydrochloride (zoloft) since 2008 for depression and anxiety as well as oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced fatigue ("fatigue") and migraine ("migraines"). On (B)(6) 2008, the patient experienced headache ("headaches"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). In 2008, the patient experienced genital haemorrhage ("abnormal bleeding(general)/continuous bleeding"), hypersensitivity ("allergic reaction/ allergic or hypersensitivity reaction type:"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced hot flush ("hot flashes") and mood swings ("mood swings"). In january 2010, the patient experienced mood altered ("mood changes"). On (B)(6) 2010, the patient underwent oophorectomy (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, autoimmune disorder ("autoimmune reaction"), infection ("infections"), menstrual disorder ("menstruation issues"), abdominal pain lower ("cramping /left lower quadrant pain"), cystitis ("bladder infection"), urinary tract infection ("ureinary tract infection") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, nsaids, paracetamol (acetaminophen) and surgery (on (B)(6) 2009 underwent laparoscopic total hysterectomy and bilateral salpingectomy (B)(6) 2010 and underwent oophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, oophorectomy, autoimmune disorder, dyspareunia, infection, menstrual disorder, fatigue, mood altered, hot flush, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, weight increased, dysmenorrhoea, female sexual dysfunction, depression, anxiety and mood swings outcome was unknown and the genital haemorrhage, hypersensitivity, vaginal haemorrhage, menorrhagia, abdominal pain lower, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain lower, anxiety, autoimmune disorder, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, mood altered, mood swings, nausea, oophorectomy, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: abdominal pain stopped a few weeks after removal. Patient received treatment pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pathology test - on (B)(6) 2009: benign cervical mucosa with multiple small nabothian cysts. No evidence of dysplasia or malignancy. Fallopian tube mucosa with no evidence of malignancy. Uterus was normal size. Both fallopian tubes and ovaries were grossly within normal limits. The anterior cul desac appeared normal. No evidence of adhesions or endometriosis. Posterior cul-de-sac appeared normal as well with uterosacral ligaments appearing normal. Normal appearing appendix.. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received, event outcome, rcc added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), dyspareunia ("dyspareunia"), infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (plaintiff underwent a hysterectomy due to complications from essure device.). At the time of the report, the pelvic pain, autoimmune disorder, hypersensitivity, dyspareunia, infection and menstrual disorder outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, hypersensitivity, infection, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.